Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient developed peritonitis as the result of a hole in a drain bag. The bag was retained and will be made available for evaluation. During follow up the patient's pd nurse reported the patient was treated with vancomycin and fortaz and then later switched to ancef following the initial cultures. He has recovered and now has clear effluent and no symptoms. He finished antibiotics (B)(6) 2014 and is awaiting final culture draw to confirm he is clear. He was not hospitalized at any time for this event. The nurse reviewed his procedure and steril technique and did not find any issues. There was a hold in one of the four drain bags which the nurse believed to be the source of the infection. The patient did not report any other leaks or malfunctions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of review by post market clinical department and manufacturing plant.